Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that buttons were not responding. Customer removed battery and received an unexpected restart alarm. Customer also reports to have received a button error alarm and motor error alarm. Customer's blood glucose was 200 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted during testing. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests or verify alarms due to no button response. The motor passed the motor test. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked reservoir tube, cracked reservoir tube window, and a missing end cap sticker.